Manufacturer narrative:
No device malfunction noted. Stem was implanted undersize during the 1st surgery. This event is not related to product failure/malfunction. Potential surgeon error while implanting.

Event description:
Surgeon revised undersize stem on the patient. Femur appeared to have been fractured inter-operatively.